Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reports a broken gamma nail. There was sudden pain. The nail was removed. An implantation of a hip endoprosthesis was performed.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the event states the trauma is not memorable. Taking in to consideration of past complaint history and current event, probable root cause would be but not limited to; patient factor (nonunion and traumatic overload), or user related (e.g. Implant was weakened / damaged when implanted, wrong nail geometry chosen, position of implant is incorrect, mislocking or misdrilling) etc. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reports a broken gamma nail. There was sudden pain. The nail was removed. An implantation of a hip endoprosthesis was performed.